Event description:
It was reported that during a routine follow-up visit, the battery voltage had reached premature eol. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available device information, the device was found to be below the expected limits. With a replacement battery, all device functions were normal. No sources of high current drain were found. The original battery was returned to the vendor. The cause of premature battery depletion was due to an internal anomaly within the battery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.